Manufacturer narrative:
The device was received and evaluated. An internal tear was observed on the soft cannula and fluid was observed leaving this tear. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The internal tear can be confirmed as the cause of corrosion on the pcb. An 0x34 alarm was generated, indicating a processor reset for an unknown reason. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 340 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied and manual insulin injections were administered.